Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage on electronic assembly. There was moisture damage was found on motor assembly. No moisture damage inside reservoir tube noted. The insulin pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. Friend stated there is fluid under the lcd screen, after reservoir leak. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.